Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv (right ventricular) lead defibrillation impedance increased since implant to greater than 200 ohms. The lead is still in use. No patient compilations have been reported as a result of this event.